Manufacturer narrative:
The lead was repositioned. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead needed to be repositioned. Reportedly pulled out of coronary sinus (cs) and wasn't capturing left ventricular. Surgical intervention was needed to resolve the issue. A revision procedure was performed wherein physician successfully repositioned this lead. No additional adverse patient effects were reported.